Manufacturer narrative:
This report is submitted on july 05, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.